Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4).

Manufacturer narrative:
(B)(4). A needle that was broken in the body was submitted for this evaluation. An inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ankle fracture plate fixation procedure on (B)(6) 2013 and suture was used. During the procedure, a needle broke in the middle of the body. The surgeon searched for the broken tip and was unable to find the piece. An x-ray was taken to locate the broken piece, the surgeon confirmed that there was no piece in the patient body. The broken piece has not been found.